Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the reported hospitalization for hyperglycemia. No lot qualification records were reviewed, as the product lot number was not provided.

Event description:
The customer's mother reported that the customer's blood glucose level reached 600 mg/dl. The customer was taken to the hospital and remained there for 2 days. The pod was discarded at the hospital. No further info is available.